Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
An attorney further alleged that the right side of the patient's heart sustained a perforation.

Event description:
An attorney alleged that there was "improper pacemaker placement....resulting in improper placement of the screws through the right atrial wall and pericardium, requiring transfer to another facility for additional surgical procedures and replacement surgery." T he leads were explanted and replaced, and the device remains in use. No further patient complications have been reported as a result of this event.